Manufacturer narrative:
(B)(4). Preliminary investigation of the returned device indicates swg/ars resistance - kinked.

Event description:
Complaint description: during insertion procedure, guidewire couldn't be retracted from ars (syringe).

Manufacturer narrative:
(B)(4). The customer returned a spring-wire guide (swg) advanced into an introducer needle connected to an arrow raulerson syringe (ars). The components showed significant amount of use in the form of dried blood. The ars was able to be removed off the swg with no issues. Visual examination of the ars revealed no defects or anomalies. While attempting to remove the swg from the introducer needle resistance was met. As a result, the swg core wire broke adjacent to the distal weld during this investigation and caused the swg to unravel. This does not affect the outcome of this investigation. Visual and microscopic examination of the swg revealed the swg body had one prominent kink and the j-bend tip retained its shape. In addition, the swg body contained a buildup of biological material that caused the swg to get stuck in the introducer needle. The proximal weld was full intact and spherical. Visual examination of the introducer needle revealed no anomalies. A prominent kink the swg was located approximately 352 mm from the proximal end of the swg. The outer dimeter (od) of the swg measured approximately .861 mm. This is within the specifications of .838-.877mm per swg graphic. A lab inventory swg with an outer diameter of .882 mm was able to advance through the returned ars and introducer needle with minimal resistance. This indicates that the returned swg (od: .861) should have been able to advance through the components as well. A manual tug test confirmed the proximal weld was intact. A device history record review was performed with no relevant findings. The instruction for use provided with this kit describes suggested techniques for inserting the guide wire. The complaint was confirmed through visual inspection of the returned sample. The swg contained a kink and resistance was met while removing the swg from the introducer needle due to a buildup of biological material. The spring wire guide met dimensional specifications and a lab inventory swg with an outer diameter of .882 mm was able to advance through the returned ars and introducer needle with minimal resistance. This indicates that the returned swg (od: .861) should have been able to advance through the components as well. A device history record review did not reveal any manufacturing issues. Based on this information and the condition of the returned sample, it was determined that unintentional use error caused or contributed to this complaint. Teleflex, will continue to monitor and trend for results of this issue.

Event description:
Complaint description: during insertion procedure, guidewire couldn't be retracted from ars (syringe).